Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated, g4: date received by manufacturer was updated, g7: type of report was updated, h2: type of follow up was updated, h6: method code was updated to 4114, h6: results code was updated to 213, and h10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Age not provided by the reporter. Not provided/known by the reporter. Unknown device was discarded. 510k is unknown. Manufacturing date is unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No item or lot and device was discarded.

Event description:
It was reported that the unknown zimmer dental abutment screw loosened and was tightened, the patient was released.